Event description:
Followup information received indicates there was no abnormality considered with the analyzer because similar events had occurred after changing the analyzer.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. Initial analysis found an error message occurred when an analyzer was used. Because no analyzer was sent with the returned programmer, a known good analyzer was used for further analysis, and no anomalies were found. (B)(4).

Event description:
It was reported the measured voltage of the right ventricular lead for impedance using the programmer/analyzer was a failure. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the measured voltage of the right ventricular lead for impedance using the programmer/analyzer was a failure. The programmer was returned for repair. No patient complications were reported as a result of this event. Followup information received indicates there was no abnormality considered with the analyzer because similar events had occurred after changing the analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.